Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for foreign matter and needle pain due to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: unknown, batch no.: unknown. It was reported that during use of the unspecified bd¿ pen needle there was a foreign matter issue. On an unknown date the liquid in the unspecified bd¿ pen needle was light brownish and reddish in color, seemed to have particles floating and swirling in it. The following information was provided by the initial reporter: the patient received insulin injections via pre-filled pen for diabetes, beginning on an unspecified date in (B)(6) 2017, three to four times a day, usually 4-9 units before each on sliding scale, subcutaneously. On an unknown date, the liquid in the pen was light brownish and reddish in color, seemed to have particles floating and swirling in it.